Manufacturer narrative:
The fire scene was visited by invacare representatives and other experts. It was noted there was fire damage to the upper portion of the chair while the wheels remained intact. It was determined that the wheelchair was not the cause of the fire and counsel for the homeowners¿ insurance indicated there was no need for further examination of the wheelchair. An old fan is believed to be the cause of the fire. Based on the final report there is no malfunction alleged, malfunction was selected in because it is a mandatory field.

Event description:
Received a letter from (B)(6) insurance claims person. The letter described a house fire where the origin was in a bedroom. A tdxsp-mcg was reportedly in the room at the time of the fire.

Manufacturer narrative:
This report is being filed in an abundance of caution.  Invacare was notified by an insurance representative that an invacare tdxsp-mcg power chair was in a room where a fire originated.  The cause of the fire continues to be undetermined, but the wheelchair causing or contributing to the incident cannot be ruled out at this time. Invacare has requested to be part of any inspections that take place. Should additional information become available, a supplemental record will be filed.

Event description:
Received a letter from pekin insurance claims person. The letter described a house fire where the origin was in a bedroom. A tdxsp-mcg was reportedly in the room at the time of the fire.